Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they unit received for will not turn on. Replaced the keypad assembly. Replaced the broken pole clamp. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/09/2020 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to manufacturing issue of the keypad there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys / 1120033, helicoil issue / scar14-i005 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device will not turn on- 12/08/2020 05:05:36 (B)(6) npi.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device will not turn on. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device will not turn on. No patient involvement.